Manufacturer narrative:
The physician has confirmed that the rv branch occlusion was unrelated to use of the export aspiration catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Authors: vasim farooq, patrick w. Serruys. Journal: coronary interventions. Article title: forward and back aspiration during st-elevation myocardial infarction: a feasibility study. Issue: 2016;11:e1639-e1648 published online e-edition april 2016 reference: doi: 10.4244/eijv11i14a315. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that an export aspiration catheter was ineffective in removing a large thrombus load, however the author reported that the device did not malfunction. The thrombus was too large to allow for successful aspiration using the export catheter. The thrombus was in the rca. Predilation was not performed. A bail-out guideliner-assisted aspiration thrombectomy was carried out. The procedural outcome was complete rv side branch occlusion with no clinical sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.